Event description:
It was reported by the patient that all of the indicator lights on the remote monitor began to blink at once, which is an indication that it was not able to power up. Attempts to reset the monitor were unsuccessful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and preliminary analysis found that all of the [light emitting diodes (led's)] were flashing at once. An interrogation test was performed, with passing results. Because the failure disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.